Manufacturer narrative:
One certain® bellatek® encode® healing abutment (ieha343) was returned for investigation. Visual evaluation of the as returned device identified signs of wear and bone residue due to usage; the device was in good condition. Functional testing to recreate the reported events was not performed due to nature of the device and events and since the associated implant was not returned/reported. Pre-existing condition noted on the per was moderate bone density type ii. The device had been placed on tooth # 27 for approximately 2 months. X-ray or picture images were not provided. DHR review for the lot (1226297) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1226297) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did not occur. However, the reported events could not be verified as the exact details of events and patient anatomical conditions were unknown/nonverifiable.

Event description:
No additional event details were provided.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: describe event. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
Additional information was received. Healing abutment (ieha343) was loose within the implant and delay healing and infection was noted as a result of the healing abutment loosening. Infection was treated with amoxicillin regimen and peridex mouthwash. Loose abutment was removed and a new healing abutment was placed. No injury was reported. Implant is solid and still in placed, currently being restored. Tooth location 27.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided.

Event description:
It was reported that healing abutment (ieha343) had loosened. As a result, infection and delay healing was noted. Implant remains implanted with no other complications reported. Tooth location 27.